Manufacturer narrative:
Event site name: (B)(6) hospital.

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm, no patient harm or injury was reported. A cath lab rn called the clinical support line requesting assistance regarding the gas loss alarm. She reported the balloon catheter had been inserted prior to the patient returning to the cath lab, and that the interventionalist was in the process of removing the balloon catheter due to the alarm. She verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. Esp personnel reviewed the nature of the alarm and recommended the physician pause removal of the catheter in order to perform troubleshooting steps; however, the balloon was already removed. Esp personnel provided education to the rn regarding the gas loss alarm and reviewed appropriate troubleshooting procedures for future use. The customer appreciated the support provided and had no further questions.